Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that ballloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during second inflation.

Event description:
It was reported that ballloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, the device was unable to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during second inflation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. The balloon protector and product mandrel were present. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.